Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited an air leakage from the pressure reducing valve. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. As a result of inspection, the air leakage from the pressure reducing valve was confirmed. Based on the results of the investigation, it is presumed that the phenomenon [air leakage from pressure reducing valve] occurred due to pressure reducing valve failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.